Manufacturer narrative:
(B)(4). Date sent: 03/19/2021. D4: batch # u5a45c. H6: component code = mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ecs29a device arrived with no apparent damage. Five staples were protruding, 4 staples were missing, and the breakaway washer uncut and without marks. Also, marks were observed on the safety. The device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. It should be noted that product failure is multifactorial. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The condition of the safety appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the ecs29a, when going to fire would not fire, they ended up grabbing a cdh29p and connecting it to the ecs29a anvil and fired and worked great. Staff has said that the ecs29a would not let them bring back the handle to fire. There were no patient consequences reported.